Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. It was reported that the patient was not doing pd therapy due to peritonitis. No additional information could be provided because the reporter declined for follow-up.